Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/13/2020. Additional information was requested and the following was obtained: I spoke with the surgeon concerned, he had been using stratifix for about 5 years without any problems. However lately he has noticed that the barbs on the stratifix spiral seemed less pronounced and he felt did not grip the tissue as well.

Manufacturer narrative:
(B)(4). Corrected h3 investigation summary: it was reported performance breakage suture post-op and barb non-engagement in tissue. An opened box with two unopened samples and two open samples of product code smxp1b103, lot # per604 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures of the four samples were dispensed without problems and examined along of the strand, the barbs were present along of the strand; ten barbs of the sutures were measured and all barbs met with the requirements. In addition, the loops were as expected and no breakage suture were found a functional test was performed in all samples and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture or barb non-engagement in tissue was found and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure date of index surgical procedure the suture was used on skin correct? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Was there any precipitating patient event (fall, intense exercise, etc.)? What was the date of the second procedure? During the second procedure, can you describe the appearance of the stratafix suture during this procedure? -was the stratafix suture found broken? If yes, where was suture breakage: termination, middle, end? Does the surgeon believe there was an alleged deficiency with the stratafix suture that contributed to the reported event? If applicable, will product be returned for evaluation, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: did the event happen during a procedure? Yes. Event outcome/how was it managed? Unknown yet. Was there any consequence to the patient due to the event? Unknown as yet more details to follow. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay unknown as yet. Additional information was requested and the following was obtained: I spoke with the surgeon concerned, he had been using stratifix for about 5 years without any problems. However lately he has noticed that the barbs on the stratifix spiral seemed less pronounced and he felt did not grip the tissue as well. Please see answers to questions as requested: any medical treatment provided? If yes, please provide medicine name, strength and dose: patient needed anti-biotics. Did the suture break post-operatively? Yes within a week. Was any surgical intervention performed specially re-suturing? Explain: yes, wound. Needed to be drained and cleaned. Metal implant left in situ but plastic part was removed, cleaned and replaced. Wound had to be re-sutured and skin closed via was dehiscence noted? Yes within one week. Tissue on which used? Skin. Date the event occurred? Within a month. Name of procedure - partial knee replacement. What is the patient¿s current health status and condition? Recovering from infection. Investigation summary: it was reported performance breakage suture post-op. An opened box with two unopened samples and two open samples of product code smxp1b103, lot # per604 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures of the four samples were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a partial knee replacement on an unknown date and a barbed suture was used on the skin. Within a week post-op, the suture broke and the wound dehisced. The wound was drained, cleaned and had to be re-sutured. The patient was prescribed antibiotics. The current status of the patient was reported as recovering from infection.